Event description:
It was reported that during a total knee arthroplasty, the tip of the ortholock ex-pin 3x110 broke upon insertion into the tibial bone. The broken fragment was removed using pickups. This was the initial use of the pin. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully with no x-rays necessary.

Manufacturer narrative:
Device not returned.